Manufacturer narrative:
During investigation of the belt, a reportable malfunction was found. The j500 component was broken and unable to complete incoming functional testing. The root cause for the damaged connector could not be positively identified. No adverse event resulted from the damaged belt.

Event description:
During investigation of the belt, a reportable malfunction was found. The belt was unable to complete incoming functional testing.